Event description:
Related manufacturer reference number: 2017865-2021-27443. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise reversion. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Final analysis found full breach insulation degradation at 4.6 cm from the connector boot. The cause of the reported event was isolated to the breached insulation consistent with degradation.